Manufacturer narrative:
This report is submitted on july 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement (details of how this occurred were not reported). Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.